Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and partial dislodgement exhibited by the right ventricular (rv) lead just over a month after implant. It was also noted the right atrial (ra) lead was drawn back with little to no slack. The rv lead was removed and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.